Manufacturer narrative:
A review of the manufacturing records for the devices could not be conducted as the lot/serial numbers are not available. Further information was requested but was not available. Also was involved another tag4020/unknown. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to aortic expansion (e.g., aneurysm, false lumen, landing zone, lesion), aortic rupture and reoperation. As the dates of the aneurysm enlargement and the aneurysm rupture are unknown, (B)(6) 2019 - emergently reintervention date will be used as an event date.

Event description:
On an unknown date, about eight years ago, this patient underwent endovascular treatment using two gore® tag® thoracic endoprostheses. On an unknown date, an aortic aneurysmalization near the distal side of the device was noted. The physician was monitoring the patient. On an unknown date, the thoracic aortic aneurysm ruptured. On (B)(6) 2019, this patient underwent emergently reintervention using two conformable gore® tag® thoracic endoprostheses to treat the ruptured thoracic aortic aneurysm. The devices were implanted to extend the gore® tag® thoracic endoprosthesis distally. After all devices were deployed, an endoleak was observed in distal stent graft. The endoleak was suspected to be a type ii, but no additional procedures were performed. The patient tolerated the procedure. It was reported that the distal end of the device seemed sealed to vessel wall. Reportedly, it was not seemed that the endoprosthesis induced new entry.

Event description:
This report is being sent as a retraction to the initial report. Additional information received with a confirmation that it was a new aneurysm near the distal end, and it was not in the treated area where the gore® tag® thoracic endoprosthesis was implanted, and this new aneurysm ruptured. Based on this additional clarification, the event no longer meets the criteria of a serious injury associated with the use of the gore® tag® thoracic endoprosthesis, therefore gore is retracting this report.

Manufacturer narrative:
This report is being sent as a retraction to the initial report. Additional information received with a confirmation that it was a new aneurysm near the distal end, and it was not in the treated area where the gore® tag® thoracic endoprosthesis was implanted, and this new aneurysm ruptured. Based on this additional clarification, the event no longer meets the criteria of a serious injury associated with the use of the gore® tag® thoracic endoprosthesis, therefore gore is retracting this report.